Event description:
Customer reportedly obtained a result of 333 mg/dl on the advantage system and took 40 units 70/30 insulin based on the result. Within 5 minutes customer experienced low blood glucose symptoms and subsequently passed out. Customer came to some time later and tested 35 mg/dl on the advantage system. She ate to elevate her blood glucose. Requested return of suspect system and replacement was sent.